Event description:
It was reported that the user contacted support regarding blood glucose (bg) fluctuations while using the ilet and acknowledged overcorrecting for lows, announcing meals for snacks, and adjusting meal sizes in response to high readings; education was provided on correct blood glucose, meal announcement, and high blood glucose protocols, and troubleshooting and education were completed with assignment for additional training. Symptoms included hypoglycemia with bg reaching 56 mg/dl and hyperglycemia with a peak of 303 mg/dl. Outcomes included no alerts or alarms and no hospitalization. Investigation included review of uploaded reports and user-reported use patterns. Investigation of this case revealed user technique issues related to meal announcements and incorrect meal sizing that contributed to out-of-range glucose values, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error mitigated through education and training.